Event description:
It was reported that the customer was unable to attach the insulin connector to the ilet and was using subcutaneous insulin via pen while away from the device, with a reported blood glucose of 189 mg/dl at the time of the call. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention beyond continued multiple daily injections. Investigation included remote troubleshooting and user education, with plans to review photos, collect lot numbers, and test alternate connectors without a cartridge when the customer is home. Investigation of this case revealed that the root cause could not be determined at the time of the call. It was concluded that the event involved a device connection issue without associated adverse clinical outcomes.